Manufacturer narrative:
Additional information - h6 - conclusion codes.

Event description:
It was reported that the patient presented to the hospital for a generator change out and lead revision procedure on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that the lead had low ventricular perception and high capture threshold. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.